Event description:
The reporter called and alleged a discrepant result when compared to the lab. The device result to lab inr reported was >8.0/5.8. The patient's coumadin was held. The device was replaced and requested to be returned for eval.